Manufacturer narrative:
H4 - device mfg date is unknown; no information is available based on the reported serial number. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump had displayed error code 41622" was confirmed through motor test and error logs. The probable cause was the cam flex sensor and was therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that pump had displayed error code 41622. The event occurred during testing.